Event description:
We report here a case of formation of four coronary artery aneurysms associated with the fracture of a sirolimus-eluting stent.

Manufacturer narrative:
No additional information could be obtained regarding this literature article. Damico et al in the journal of cardiovascular medicine, 3 august 2010 (10.2459/ jcm.0b013e32833dae07) reports "fracture of coronary artery sirolimus eluting stent with formation of four aneurysms." The article describes a case of formation of four coronary artery aneurysms associated with the fracture of a sirolimus-eluting stent. During the index, a driver bms was implanted in the right coronary artery (rca). During a stage procedure one week later, a cypher 2.75x23mm was implanted in the left anterior descending (lad). Two years later, due to angina, coronary angiography revealed complete stent fracture in the middle portion of the cypher stent associated with marked positive vessel remodeling and formation of four coronary aneurysms of which two were at the original edges and two at the newly formed edges due to the stent fracture. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made. Additional investigation is ongoing. The article indicates that the cause of coronary artery aneurysm formation after pci may be an excessive use of oversized balloons or high-pressure inflation of the balloon, resulting in intimal and medial tearing with continuous weakening and stretching of the artery. The exact mechanism of aneurysm formation after des implantation is still unknown. However, other reports suggest several potential causes, including reaction to stent material (stainless steel composed of iron, nickel and chromium), drug effects and hypersensitivity to the drug eluting polymers. Another possible mechanism may be related to a stent fracture in which the strut in combination with other mechanisms, could probably explain aneurysm formation. The article concludes that arterial wall stress, by the edge of fractured stent struts in combination with other mechanisms, could probably explain the aneurysm formations. The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states.

Manufacturer narrative:
The product is not available for evaluation and testing. The catalog and lot numbers for the actual products used in the procedure are unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt. The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states.

Manufacturer narrative:
The incorrect article was inadvertently sent with the previous emdr.